Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2019 the following findings: during investigation, the time /date reset to default was duplicated during investigation due to a bt1 component failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr), and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (time and date reset) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.